Manufacturer narrative:
Short to shield previously reported under MFR #2916596-2021-00648. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a short to shield. The patient was experiencing a constant audible, red alarm. The patient's log files indicated a pump stop and low speed operations alarms occurring on (B)(6) 2021 and (B)(6) 2021 while on the mobile power unit, which appeared to be due to the driveline issues. X-rays were unremarkable and a driveline repair could not be done, as at least 3 inches were needed from the exit site to complete one and the last repair on (B)(6) 2021 replaced most of the driveline. The patient was not a surgical candidate and would be put on an ungrounded cable moving forward.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained data from 20:17:53 on (B)(6) 2021 through 9:57:36 on (B)(6) 2021, per the timestamps. Several low speed events were captured on (B)(6) 2021 and (B)(6) 2021 which resulted in a pump stop while the patient was connected to the mobile power unit (mpu). One motor stopped alarm was captured during the pump stop event, and the abnormal pump operation was associated with low speed advisory, low speed hazard, low flow hazard, and low speed operation alarms as well as power elevations up to 24 watts. Many of these events were also associated with pi events. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. Information later received from the account stated that the patient was not an exchange candidate and would be placed on an ungrounded cable. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas IFU, rev. H and the heartmate ii patient handbook rev. G are currently available. Section 1 of the IFU addresses all pump parameters including pump power and flow. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23feb2017. No further information was provided. The manufacturer is closing the file on this event.